Manufacturer narrative:
Continuation of d10: product ID ped-500-35 (lot: b787670); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right c6 aneurysm with a max diameter of 5 mm and a 4mm neck diameter. The landing zone was 3.9 mm distally and 5.2 mm proximally. The access vessel was the femoral artery, with 9 mm diameter. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that during stent delivery, the blood vessel was tortuous, and the resistance was very high. Eventually, the proximal end of the stent microcatheter broke, and the stent became embedded in the microcatheter. Finally, the stent and microcatheter were withdrawn and complained together. The angiographic result post procedure sowed a smooth blood flow . The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a u-track minimally invasive 6f-115cm sheath.

Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. ¿the proximal end of the stent microcatheter broke¿ was clarified to mean that the catheter broke at the proximal end. The break was suspected to be due to vascular tortuosity and excessive tension. No causes or contributing factors for the resistance were identified. The resistance occurred in the proximal portion of the catheter. No damage to the pipeline pushwire was observed.